Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a downstream occlusion was confirmed and reproduced during product evaluation. This condition was caused by a defective pumphead module. The pumphead module assembly was replaced to correct the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility representative reported to baxter (B)(4) technical services one colleague infusion pump in which it alarms downstream occlusion. This is thought to have been a false alarm. The reported condition occurred during power up, with no patient involvement. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).